Manufacturer narrative:
Device failure occurred, but was felt to be due to trauma the patient experienced.

Event description:
An implant card was received to the manufacturer indicating a patient had vns lead and generator replacement surgery performed on (B)(6) 2013 due to a lead break. Review of manufacturing records confirmed that the generator m103 sn (B)(4) and lead m302-20 sn (B)(4) passed all functional tests prior to distribution. Follow up with the treating physician revealed the patient had a frank lead break as noted on an x-ray. The patient had a ¿brawl¿ with other boys his same age on approximately (B)(6) 2013 which is believed to be a contributing factor to the lead fracture. The generator was replaced prophylactically. The explanted lead and generator were discarded after surgery.